Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the device inspection results by olympus australia (oaz), there was the possibility that the reported phenomenon was attributed to the following causes. -the camera cable unit was failure because unexpected stress was applied to the camera cable due to the user's handling.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a laparoscopic bowel procedure with the subject device at the user facility, the endoscopic image of the subject device was disappeared. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. Olympus australia (oaz) checked the subject device and found that the reported event was duplicated due to the breakage of the camera cable.